Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown at time of report, has been requested.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the device does not pass the functional test. There is no allegation of patient harm.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device does not pass the functional test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290